Event description:
Random, erratic ventilation's were reported during use of the device. This unit (thumper) was being used in a hospital setting to provide CPR support. It was reported that at some time during set up or use, the ventilator portion of the device appeared to malfunction and provided random ventilations. Customer reported that the unit was functional but co has reported it as a malfunction under its guidelines).